Event description:
A surgeon reported that during a vitreoretinal eye surgery the eye became soft several times despite setting the infusion and intraocular pressure control. The reporter informed that the procedure was completed and no patient harm was confirmed. Additional information and product sample have been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. A device history record review was performed, and based on the initial assessment, the product met specifications at the time of release. The consumable lot complaint history was reviewed. The device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established. The returned sample met specifications. (B)(4).